Manufacturer narrative:
Concomitant medical products: 1581, lead, implanted: (B)(6) 2005, 2088tc, lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead pulled back in the coronary sinus and had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.